Manufacturer narrative:
Complaint confirmed. Visual inspection confirmed that the peek forked tip is broken. The root cause of the failure mode could not be determine, but the breakage was likely caused by excessive user applied mechanical forces during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the peek eyelet of the device broke during implantation. The broken piece was retrieved from the patient. The tendon could no longer be buried in the bone tunnel, so the surgeon had to make a complete tunnel instead of a partial one. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1662bc-7-1). It was not necessary to do a second surgery.